Event description:
It was reported the gastrointestinal videoscope exhibited an e315 error. The event occurred after an unspecified diagnostic procedure and completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor corrosion on insertion tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer casing of light guide plug has cracks and water leakage, resulting in occasional e315 error on the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.